Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful to date. No tests/laboratory data was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the user was unable to visualize in and around the lesion as the manufacturer's device was giving an artifact and then totally blacked out. A second device was used to complete the procedure. No patient injury occurred. Visual and microscopic inspection and an image test were performed on the returned device. The distal shaft was torn. The microcables were exposed but not protruding outward. The core wire was intact and protruding outside of the shaft. The device received a "catheter fault detected" error message from the system during the image test. The probable cause of the reported failure is electrical discontinuity within the device as evidenced by the failed image test. It could not be conclusively determined when or how the cause of the failure occurred. The probable cause of the torn distal shaft, exposed microcables, and protruding core wire is damage following use. As reported by the user, all pieces of the device were present and no damage was observed. Strain, impact, and forces associated with handling can affect the integrity of the device. It could not conclusively be determined when the observed damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported as there is a potential for harm if the malfunction were to recur.

Event description:
This follow-up supplemental report is being submitted to correct date of this report.

Manufacturer narrative:
Internal reference: 214026 this case was reviewed and investigated according to the manufacturer's policy. Entry error. Date of this report was reported as (B)(6)-2018. The date of this report (date company notified) is (B)(6) 2018. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.